Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 6 months post implant, a 29mm bioprosthetic aortic valve was explanted and replaced with a 27mm bioprosthetic aortic valve. The reason for replacement was reported as non-coronary leaflet tear which lead to severe aortic regurgitation. No additional adverse patient effects were reported.